Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the uninterruptible power supply (ups) was not holding a sufficient charge. The ups was then replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while transporting the imaging system, the system would power down without prompt from the user. No additional information was provided. There was no patient present when this issue was identified.